Event description:
It was reported that the left ventricle (lv) lead exhibited high capture threshold. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient's condition was stable.